Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: there was a call service 064 alarm in the pump's black box. The pump performed the prime steps with no issues. The pump was exercised for 12 hours with no alarms duplicated. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the battery compartment was cracked and the display screen was dim and discolored.